Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the reported upstream occlusion alarm. Evaluation found the lower reading on the ultrasonic sensor to be out of specification (low) due to a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.